Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a faulty force sensor resistor. The insulin pump passed the displacement test. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at the display window corners, cracked display window, cracked battery tube threads, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during prime. The customer stated he was wearing the insulin pump during an MRI about a month ago. Customer does not use the sensor feature. He tried to prime at least 6 times and received the alarm every time. Blood glucose value was 95 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.